Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. The proximal conductor was fractured. The proximal conductor was flexed and distorted. (B)(4).

Event description:
The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.